Event description:
It was reported that an automated pd set with cassette had a small cut in its supply line, "closer to the cassette". This was noticed during the priming step of peritoneal dialysis therapy on the homechoice machine, while the patient was not connected. No leak occurred, and the care giver (cg) started the patient's therapy over using new supplies upon noticing the cut. The cg stated the shipping box had been opened with a cutting knife. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The device was received for evaluation. Clamp function testing, clear passage testing, and a simulated therapy were performed with no issues noted. Visual inspection and leak testing were performed and verified the reported problem due to leakage from the damaged supply line. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.